Manufacturer narrative:
Customer notification has been distributed to (B)(4) customers and sent to the pmda. FDA report of correction and removal was filed (B)(4) 2001 ((B)(4)). Add'l MFR. Narrative: a review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints were found in the lot. According to the event description, the device was not used inside a patient and the tip break occurred during r&d (research and development) testing for unrelated factor. The device labeling and directions for use (dfu) revealed the risk of tip detachment included within the labeling of the product. The catheter was returned in two pieces. First piece, the distal tip end, measured 2.4cm long and the rest of the catheter measured 168.8cm long. Visual inspection of the returned catheter observed fluid inside the telescope and distal tip assembly. No fluid was found inside the hub and no kink was observed in the sheath assembly. Image characterization testing resulted in no image appearing in the system due to electrical open at distal, which is not related to the tip detachment. A sample of the device was sent to an outside vendor for oxidation analysis. Based on the information gathered, high levels of oxidation at the surface and throughout the tested sample were noted. The cause of the fragile tip detachment has been determined to be oxidation of the catheter which causes embrittlement increasing the likelihood of tip detachments of this nature. A root cause of design has been assigned.

Event description:
An intravascular ultrasound (ivus) catheter was being used in r&d (research and development) lab for testing per a design of experiment for unrelated factor. The ivus catheter was being operated in a tortuous bench top model, designed to simulate tortuous anatomy, when the catheter tip detached (2.5 cm) from the distal end of the catheter during first pullback. This device was still within its shelf life. It should be noted that the device was subjected to additional transportation from oversees distribution center and storage within the manufacturer facilities. No patient was involved.

Event description:
An intravascular ultrasound (ivus) catheter was being used in r&d (research and development) lab for testing per a design of experiment for unrelated factor. The ivus catheter was being operated in a tortuous bench top model, designed to simulate tortuous anatomy, when the catheter tip detached (2.5 cm) from the distal end of the catheter during first pullback. This device was still within its shelf life. It should be noted that the device was subjected to additional transportation from oversees distribution center and storage within the manufacturer facilities. No patient was involved.